Event description:
The lay user/patient contacted lifescan on september 26, 2006 and wanted to know how to use her one touch basic enhanced meter. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was also sent to the address provided. The patient was given training on how to use the meter. She also reported that she had not been able to use the meter since she did not know how to use it. On saturday, three days earlier, the patient felt weak, shaky, cold, sweaty, and dizzy. She attempted to use the meter, but was unsuccessful (use error). She then drank orange juice and ate cookies and felt better. There is no further information provided. This complaint is reported because the patient was not able to test on the meter ( due to not know how to use it) and experienced symptoms she related to being hypoglycemic. She administered food/drink based on her symptoms and felt better. The patient was trained on using the meter. No products were replaced.